Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity of unknown screws. These screws may include four (4) unknown 5.0mm locking screws. Part and lot numbers are not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6) a 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery with hardware explant was performed on (B)(6) 2017 due to loss of fracture reduction. The initial procedure was an open wedge osteotomy of the left distal femur procedure. An unknown tomofix plate and an unknown quantity of unknown screws were implanted on an unknown date. On an unknown date the medial cortex broke and subsequently the osteotomy collapsed putting strain on the screws, which then failed and the patient had a secondary loss of reduction. X-rays of the distal femur post-osteotomy and of distal femur post synthes implant failure were taken (dates unknown). During the revision surgery on (B)(6) 2017, four (4) 5.0mm locking screws and the tomofix plate were removed and a competitor¿s retrograde femoral nail was implanted. An x-ray of the distal femur post-osteotomy and an x-ray of distal femur post synthes implant failure were taken. The surgeon stated that the synthes implants are not to blame but more the failure of the osteotomy led to the failure of the synthes implants. The surgeon was satisfied with the outcome of the procedure. Concomitant parts reported: 1x unknown tomofix plate (part number unknown, lot unknown), unknown quantity, unknown screws (part number unknown, lot unknown) this report is for an unknown quantity of unknown screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Based on the complaint description its most likely the unknown screws are from the 5.0mm titanium locking head screws, self-tapping and self drilling family. For all 5.0mm titanium locking head screws, self-tapping and self drilling family (part numbers 413.314-390, 413.414-.490); complaint condition: migration post op. Products were not returned and no lot number was provided, an investigation could not be performed. No further information was available. Product was not returned to our location. Without investigation it cannot be defined if a corrective action is necessary. Root cause could not be defined due the missing material. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.